Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: unfortunately the surgeon is unable to offer any further information. The patient demographic info: age, gender, weight, bmi at the time of index procedure? What is the name of initial surgical procedure? And is (B)(6) 2017 a surgery date when mesh was initially implanted? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure/erosion first noted by a physician? Mesh exposure/erosion site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure/erosion including dates and surgical findings. Other relevant patient history/concomitant medications? Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2017 and the mesh was implanted. Incidental finding on routine examination was mesh erosion. The mesh was over sewing on (B)(6) 2018. No further information is available.